Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument grip tips were unable to open and were stuck in the close position. The instrument was found to have a severely bent grip at the base of the grip where it meets the distal pin. This failure is most commonly caused by mishandling/misuse. The grips cannot open due to one grip tang being bent inward such that the slot opening width is smaller than the distal pin diameter. As a result, the opening action of grips, which occurs when grip slots move proximally towards the distal pin, cannot occur. It is possible that the grip tang became bent while the grips were yawed to one side, as that would leave the tang exposed. Instrument had 2 uses remaining, therefore it was unlikely that the instrument was shipped in this condition.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument was found to have a restricted joint movement. A backup instrument was used. The procedure was completed with no reported injury.